Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the papillotome wire on the single-use, triple-lumen sphincterotome broke. This occurred during an endoscopic retrograde cholangiopancreatography procedure (ercp) which was completed using a new device of the same model number. There were no reports of patient harm.